Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the diagnostic measurement was not available. No programming changes were made and the patient continued to be monitored. No patient consequences reported.